Event description:
The customer reported that the unit intermittently failed to power up.

Manufacturer narrative:
The factory has not yet received this device for evaluation, and this complaint is still under investigation. A follow up report will be submitted upon completion of the investigation.